Event description:
The pt was injected in both nasolabial folds. The pt allegedly developed swelling, redness in her cheeks, a pustule in her cheek, and hard bumps. The pt was treated with a steroid injection, a steroid prescription and an antibiotic.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.